Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be peripherally scratched/cracked. Lens was left in the eye and not explanted to replace. Additional information was requested, but further no information was available.